Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and fluctuating impedance measurements on the right atrial (ra) lead, measuring between 600 to 1900 ohms. Furthermore, high out of range pacing impedance measurements were previously noted, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) provided further troubleshooting options, and the physician elected to continue to monitor the patient and the ICD system. No adverse patient effects were reported.